Manufacturer narrative:
(B)(4). The customer?s reported condition of a flogard infusion pump with "verify" was not confirmed or reproduced during evaluation. However, after further review, failure 94 was found in the event history. The cause of this condition is due to incorrect configuration settings. The device configuration option settings were reset per the service manual and the date and time reset to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. The device history record review revealed that the data card was discarded per document retention period sop.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "verify"; this condition had the potential to interrupt delivery. It is unknown when this event occurred. It is unknown if there was a patient involved; there were no reports of patient injury or medical intervention. No additional information is available.